Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged charging malfunction was verified. The battery jump malfunction was identified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery jumped from 75% to 100% while not connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.